Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 23.2 mmol, 9.4 mmol, 11.5 mmol. Tests were done within 20 minutes with a difference of 56%. Pt did not experience any adverse events. No further info has been reported.